Event description:
Patient (pt) reported they woke up during the night on (B)(6) 2025 to pump making a loud noise. Pt removed the batteries and noticed there the batteries are the metal prong is gone and is broken. Pt reports they have 1 working pump. No further information, details or dates available. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv - 69ng/kg/min. Intravenous (IV) remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt? Yes. Did the product issue cause or contribute to pt or clinical injury no. Is the actual device available for investigation? Yes. Did pharmacy replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Outcome? Resolved.